Event description:
The customer reported the lens of the visera laparo-thoraco videoscope became cloudy. The issue occurred during a procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During device evaluation at olympus, it was found the complaint was confirmed and the image was blurred due to moisture in the objective lens. Also, evaluation found the objective lens was chipped, the bending section cover was damaged, the light guide lens was chipped, and the bending section cover adhesive was deteriorated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred due to inappropriate or insufficient reprocessing methods or handling. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: "3.6 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscopic image] before inspection, wipe the objective lens using a clean, lint-free cloth. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. Adjust the brightness level as appropriate. While observing the palm of your hand, confirm that the examination light is on and working and that the endoscopic image is free from noise, blur, fog or other irregularities. Angulate the endoscope and confirm that the endoscopic image is free from momentary flickering, disappearing images, or other irregularities." Olympus will continue to monitor field performance for this device.